Event description:
The customer reported to olympus, during a diagnostic colonoscopy procedure, the evis exera iii colonovideoscope had blockage in the suction channel. Subsequently, the intended procedure was completed with a similar device, with delay of few minutes. However, there was no harm or user injury reported due to the event. Upon inspection of the customer¿s returned device it was observed, foreign material was found. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
(B)(6). The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, the biopsy channel had clogging. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the material could not be further identified. It was noted by the user that there was a kink at the insertion section prior to use, and it was further observed during evaluation that the kinked area leaked. A further cause of the kink could not be established. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): - the detection method is contained in gif/cf-170 series operation manual chapter 3 preparation and inspection. - the preventive measures are contained in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.